Manufacturer narrative:
The device was not returned and hence the reported allegation could not be confirmed. However, as per the label review and based on the information provided it appeared that handling factors have contributed to the event as reported. The investigation findings do not lead to a clear root case about the reported allegation.

Event description:
It was reported that a protrack pigtail wire was selected for use during a transcatheter aortic valve replacement (tavr). Prior to the procedure, the wire was handed off and upon opening packaging the wire was kinked, and it was noticed that pigtail shape was unraveled. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (retained by customer).

Event description:
It was reported that a protrack pigtail wire was selected for use during a transcatheter aortic valve replacement (tavr). Prior to the procedure, the wire was handed off and upon opening packaging the wire was kinked, and it was noticed that pigtail shape was unraveled. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (retained by customer).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.